Manufacturer narrative:
Depuy orthopaedics, inc. (B)(4). Product complaint #: (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two separate sigma specialist femoral impactors break recently. Neither one cause an issue in the case and were able to find a sterile replacement quickly so there was no delay with the cases.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the black impaction tip came off the metal base that attaches to the universal handle, and the black portion was stripped and therefore the metal portion could not be reattached.